Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having trouble charging the pump battery. The customer's blood glucose level was not impacted. Follow up with the customer confirmed that the reported issue was resolved.